Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), distributor (dis) via manufacturer representative regarding spinal therapy for cervical hernia. It was reported that during cervical arthrodesis surgery, physician needed to move the surgical field further away with the distractors, where there was a snap, and it was observed that the solders of the distractor rods came loose. There was patient involved in the event and no further complications or symptoms were reported. Additional information was received via manufacturer representative that the retractors were broken and not the driver. There is no malfunction associated with the driver. The products came in contact with the patient.